Event description:
The ge oec 9800 fluoroscopy sys produced dark spot images.

Manufacturer narrative:
A ge oec service rep investigated the issue and the kv output at 2mm of cu at 82 kvp and this was adjusted down to 80 kvp to restore proper image quality. The sys was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.